Event description:
It was reported that the right ventricular (rv) lead was not capturing. While interrogating, the output was increased to max output and was unable to get consistent capture except for a few beats. The physician decided to take the patient to the or for a lead revision. While prepping the patient, they coded on the table. The patient was resuscitated and stabilized. The physician looked on the x-ray and it appeared lead had not moved or dislodged. The patient was sent to cath lab to check her coronaries. The physician concluded that they had a myocardial infarction sometime in the morning in her left anterior descending (lad), which resulted in the loss of pacing output. The lead remains in use, however, it may have to be repositioned due to damaged muscle. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).